Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had batteries which aren't charging. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) stated no errors or fault logs found. Reseat all backplane board connections. Now both batteries charging. Device passed all functional and safety tests per manufacturer specifications. Unit cleared for use.